Event description:
On (B)(6) 2009, the patient reported that she began to retract the piston rod of the infusion device prior to removing the insulin cartridge. She then pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. She was instructed on how to remove the plunger from the piston rod. There were 3 units of insulin remaining in the insulin cartridge and the cartridge compartment had a little "sweat" in it. The patient dried the cartridge compartment with a cotton swab. She was educated on performing the change cartridge procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.